Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2018.

Event description:
It was reported that the patient lost therapy due to not being able to recover the ipg after an unrelated surgery. Attempts were made to recover communication with the ipg but was unsuccessful. Surgery may occur to address this issue.